Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in its system impedance measurements. Technical services (ts) was consulted and discussed the stored data as therapy delivery under the measurements. The measurements were within range for the system impedance measurements for an s-ICD system. At a later date, this s-ICD system was explanted and replaced. No adverse patient effects were reported. Additional information from the field indicates this s-ICD system exhibited high out of range shock impedance measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in its system impedance measurements. Technical services (ts) was consulted and discussed the stored data as therapy delivery under the measurements. The measurements were within range for the system impedance measurements for an s-ICD system. At a later date, this s-ICD system was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase in its system impedance measurements. Technical services (ts) was consulted and discussed the stored data as therapy delivery under the measurements. The measurements were within range for the system impedance measurements for an s-ICD system. At a later date, this s-ICD system was explanted and replaced. No adverse patient effects were reported. Additional information from the field indicates this s-ICD system exhibited high out of range shock impedance measurements. No additional adverse patient effects were reported. The device was returned and analyzed.